Manufacturer narrative:
The field service representative found a loose cable joint on the sample probe and stated it fell apart in his hand when checking the probe for contamination. He replaced sample probe and the customer did not have further issues.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received analyzer alarms and questionable results for multiple patient samples that had data flags. The specific number of samples affected was not provided. Data was provided for one patient sample that did not have a data flag. The initial elecsys tsh assay initial result was 0.044 miu/l and the repeat result was 3.5 miu/l. This erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The next day, the customer repeated qc which was acceptable and no further alarms were noted.